Event description:
The report received from the (B)(4) study indicated that a (B)(6) male patient with a medical history of angina, most recent pci (B)(6) 2009, family history of coronary artery disease, hyperlipidemia, most recent mi (B)(6) 2009, possible gastroparesis, and obesity experienced class iii progressive angina and type ii diabetes approximately thirty months post index procedure. It was unknown what stent was implanted at the time of previous pci on (B)(6) 2009. At the time of index procedure, the angiography revealed two vessels diseased. The 1st lesion was in the plad described as 18mm in length, class b1, and de novo with 75% stenosis. The reference vessel was 2.8mm in diameter. The lesion was treated with a 3.0x28mm cypher rx at 10atms and the stent was post-dilated using a 3.75x20mm balloon as a standard procedure. The 2nd lesion was in the proximal circumflex described as 22mm in length, class b2, and de novo with 80% stenosis. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5x20mm non-cordis balloon at 8atms and a 2.75x33mm cypher rx was implanted at 10atms. As a standard procedure, the stent was post-dilated with a 3.5x20mm balloon at 14atms. Approximately 30 months post index procedure, the patient experienced class iii progressive angina and type ii diabetes that was reported at the time of 30-month follow-up visit. The site indicated that a patient underwent. The patient complained of chest pain and underwent cardiac cath. Add info indicated that the cardiac cath revealed multiple vessels diseased and the patient was scheduled for a CABG. The lad had a highly eccentric focal 50% stenosis in the proximal stent; 70% stenosis in the 1st diagonal branch; 40% stenosis in the ostial cx; and severe stenosis at the ostium rca. It was unknown how many lesions were exactly treated. The cx stent was noted to be patent.

Manufacturer narrative:
As per site, the operative note states left internal mammary artery to the lad, vein graft to first diagonal, obtuse marginal and right posterior descending artery were being treated at the time of CABG. The event resolved without sequelae and was not related to the study drug or procedure, but possibly related to the study stents. The event of type ii diabetes mellitus has been deleted from the crf for which no additional info has been received yet. The events were medically managed and ongoing and improved. The events were not related to the study stents, index procedure, or study drug. Concomitant medications included ace inhibitors, aspirin, beta blocking agents, bivalirudin, plavix, crestor, heparin, hmg coa reductase inhibitors, isosorbide, lisinopril, metformin, niaspan, simvastatin, and verapamil. Complaint conclusion: the report received from the cypress study indicated that a (B)(6) old male patient with a medical history of angina, most recent pci (B)(6) 2009, family history of coronary artery disease, hyperlipidemia, most recent mi (B)(6) 2009, possible gastroparesis, and obesity experienced class iii progressive angina approximately thirty months post index procedure. It was unknown what stent was implanted at the time of previous pci on (B)(6) 2009. At the time of index procedure, the angiography revealed two vessels diseased. The 1st lesion was in the plad described as 18mm in length, class b1, and de novo with 75% stenosis. The reference vessel was 2.8mm in diameter. The lesion was treated with a 3.0x28mm cypher rx at 10atms and the stent was post-dilated using a 3.75x20mm balloon as a standard procedure. The 2nd lesion was in the proximal circumflex described as 22mm in length, class b2, and de novo with 80% stenosis. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5x20mm non-cordis balloon at 8atms and a 2.75x33mm cypher rx was implanted at 10atms. As a standard procedure, the stent was post-dilated with a 3.5x20mm balloon at 14atms. Approximately 30 months post index procedure, the patient experienced class iii progressive angina and type ii diabetes that was reported at the time of 30-month follow-up visit. The patient complained of chest pain and underwent cardiac cath. Add info indicated that the cardiac cath revealed multiple vessels diseased and the patient was scheduled for a CABG. The lad had a highly eccentric focal 50% stenosis in the proximal stent; 70% stenosis in the 1st diagonal branch; 40% stenosis in the ostial cx; and severe stenosis at the ostium rca. It was unknown how many lesions were exactly treated. The cx stent was noted to be patent. As per site, the operative note states left internal mammary artery to the lad, vein graft to first diagonal, obtuse marginal and right posterior descending artery were being treated at the time of CABG. The event resolved without sequelae and was not related to the study drug or procedure, but possibly related to the study stents. The cypher stents remain implanted thus unavailable for analysis. The events were medically managed and ongoing and improved. The events were not related to the study stents, index procedure, or study drug. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15097311 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hyperlipidemia. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00520 and 3003742446-2012-00521.